Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - we were informed that the patient received an inappropriate shock during a procedure on (B)(6) 2019. No intervention has been reported and the lead remains actively implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise sensed on lead via home monitoring system. The lead remains implanted. No adverse patient events were reported. Should more information become available, this file will be updated.